Manufacturer narrative:
Device investigation summary ¿ one depth gauge for 2.0mm and 2.4mm screws (part number: 319.006, lot number: 7378713) was received. The complaint condition of broken tip procedural step unknown is confirmed as upon visual inspection the hooked needle stem of the device is broken off as the base of the black body (the broken stem is approx. 75mm in length) and was not returned. The complaint device shows light wear consistent with use during its 2 year lifespan. The damage appears to be the result of rough handling/excessive force; the exact cause could not be identified. The 319.006 depth gauge is an instrument routinely used in the 2.4mm lcp distal radius system to measure screw length. Device drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. A service history evaluation/review was attempted. The investigation of the complaint articles has shown that: service history review: part no: 319.006, lot no: 7378713, no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 13-may-2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Service/ maintenance review - eval ¿ the investigation of the complaint articles has shown that: the customer reported the needle broke off. The repair technician reported tip broken as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 15-oct-2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair department documented that for part number 319.006: the needle broke off. For part numbers - 357.402/319.091 (non-repairable items): the tensioner is loose and the guide falls right out. All items were discovered during routine inspection, no case or patient involvement. This report is 1 of 1 for (B)(4).